Event description:
The customer reported a leak from the baths of the coulter act diff analyzer. The customer noticed the leak while performing the control verification cycle. The volume of the leak was about 50 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing at the peristaltic waste pump was worn and was not allowing the baths to properly drain. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).